Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing on (B)(6) 2022 showed affected channels, however, the recipient as well her parents said the hearing with the device was good. It was suggested to continue observations. In mid-(B)(6) 2024 , the recipient reported that she did not hear sounds with the device. The recipient has been re-implanted.

Event description:
In situ testing on (B)(6) 2022 showed affected channels, however, the recipient as well her parents said the hearing with the device was good. It was suggested to continue observations. In mid(B)(6) 2024 , the recipient reported that she did not hear sounds with the device. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
In situ testing on (B)(6) 2022 showed affected channels, however, the recipient as well her parents said the hearing with the device was good. It was suggested to continue observations. In mid-june 2024 , the recipient reported that she did not hear sounds with the device. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation was carried out but the device has not been received yet.